Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a charging failure/malfunction. Screen 76, poor recharge quality, was occurring. The patient experienced pain and was currently hospitalized. There was no pain at present, but the discharge date was undecided. It was unknown if there were any environment, external, or patient factors that may have caused the event. The ins battery level was at 70%, and the controller was at 90%. Despite reconnecting the recharger and positioning the recharger antenna over the stimulator and selecting retry, screen 76 repeatedly occurred preventing charging. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's controller and recharger were replaced. When asked for the reason for the hospitalization, the representative reported that pain was included in the cause of the hospitalization, but due to the progression of parkinson's disease, which was the patient's primary disease, they heard that they were hospitalized for the purpose of strengthening rehabilitation, and that the patient was improving with physical therapy and ins stimulation adjustment.

Event description:
See h11.

Manufacturer narrative:
H2. Correction: upon further review, the event does not meet the definition of a reportable serious injury. It was reported that the cause of the pain and hospitalization was due to the progression of parkinson's disease, which was the patient's primary disease. It was also reported that there was no correlation with the stimulation settings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the patient's pain was caused by "postural abnormalities" and muscle weakness due to the progression of parkinson's disease. The representative was present at the doctor's stimulation adjustment, but although the stimulation settings were reviewed, there was no correlation. Rather, when the current setting was changed, the pain in the lower back and lower limbs, which had been improved by spinal cord stimulation, tended to reoccur. The representative heard that the symptoms that were a concern for the most recent time improved by doing rehabilitation.